Event description:
It was reported by a customer that in the middle of a procedure on (B)(6) 2011 error 172 was received from the laser system. The procedure was completed by lowering the power setting with no harm to the pt.